Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measuring 130 ohms. No adverse patient effects were reported. This lead remains in service.